Event description:
It was reported that patient (pt) is scheduled for an MRI tomorrow morning and wanted agent to walk them through activating MRI mode. The patient thought their healthcare provider (hcp) sent an MRI eligibility report to the MRI facility, but they weren't sure. When the patient tried to activate MRI mode during the call they got the message 'MRI mode not available' with information code 2610 2122 22 000. Agent reviewed that the information code indicated there was an open circuit detected. The patient was redirected to their managing healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.